Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to confirm the customer reported failure. The unit was working correctly. The unit was installed into pca test system and it powered up. The unit passed communication, voltages, and the fan was inspected. Ten power cycles were performed without any issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, it was observed that there was no power to the surgeon side console (ssc). The site power cycled the breaker on the ssc and left it off for one minute. Once it was powered back on, there was still no power on the ssc. The site had also changed the outlets but the issue persisted. The instruments were removed while performing troubleshooting and the site converted and completed the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical inc., (is) obtained the following additional information from the initial reporter: the customer stated the system had been started and the ports had been placed on the patient. However, the procedure was converted to laparoscopic due to the ssc shutting down and they were unable to reboot. The isi field service engineer (fse) was dispatched to the facility but was unable to reproduce the reported problem. The unit powered up normally upon fse's arrival. The fse went ahead and replaced the power supply to the ssc as a precaution.